Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that during ECMO initiation using the 97r set, it was observed that the oxygen level within the oxygenator could not be elevated, and the carbon dioxide level remained high. Co washout was ineffective, leading to the suspicion that the oxygenator was malfunctioning. Use of device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the input was not changed. The patient was on veno-arterial extracorporeal membrane oxygenation (va-ECMO) from (B)(6) 2025 at 18:09 until (B)(6) 2025 at 15:00. The patient was then changed another ECMO oxygenator. The customer confirmed that femoral a was 17a (v-a mode and femoral v was 21v (v-a mode). Blood flow was approximately 3.0 l/min. The pump speed was approximately 2650 rpm and the gas flow was 10l/min. The fraction of inspired oxygen (fio2) was at 100%. The pre-oxygenator pressures were between 264 mmhg to 274 mmhg. The post-oxygenator pressures were between 227 mmhg to 242mmhg. The delta pressure was between 32 mmhg to 37 mmhg. It was stated that the post-oxygenator gas data shown from on-pump to oxygenator changed. The ph was 7.219 to 7.337. The partial pressure of carbon dioxide (pco2) was between 40.6 mmhg to 47.6 mmhg. The partial pressure of oxygen (po2) was between 95.9mmhg to 104mmhg. The bicarbonate level (hco3) was between 19meq/l to 22.1meq/l. A hematocrit (hct) test was approximately 30%. The acid-base equilibrium (be) was between 8.7 and 3.4. The calculated oxygen saturation (sao2) was 95.4% between 98.9%. There was no damage to the device, the packaging or other contents within the package (ex. Dev ices in a tray or custom pack). There was 700ml of patient blood loss as a result of this leak because changing all ECMO circuit. A transfusion was required. There were 2 units of packed red blood cells (prbc) required. 0.9% saline solution (normal saline) was used during priming. Heparin, dopamine, dobutamine, sodium bicarbonate and cordaron were used in the patient line. Heparin dosing was monitored with an act device to achieve optimal therapeutic response and the values were between 166 s to 182 s. The temperatures pre and post oxygenator were 34 degrees celsius. The patient was 181cm tall. Medtronic received additional information that there was still low oxygen delivery when using the device since the post-oxygenator blood gas data was not enough with full gas flow. Correction b5: medtronic received information that during use of an affinity nt oxygenator, it was reported that during extra corporeal membrane oxygenation (ECMO) initiation using the custom tubing pack, it was observed that the oxygen level within the oxygenator could not be elevated, and the carbon dioxide level remained high. Cardon dioxide washout was ineffective, leading to the suspicion that the oxygenator was malfunctioning. The device was replaced. Correction d3 (MFR name), d3.1 (street 1), d3.3 (MFR city), d3.4 (MFR region), d3.5 (country code), and d3.6 (postal code): these fields have been updated. Correction initial reporter: the region field and field e3 (occupation) have been updated. Device evaluation summary: visual inspection showed no evidence of a fiber leak, and the device was returned full of blood. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7 l/min blood gas flows) the results are reported. 231 ml/min o2 xferc 135 ml/min co2 xferc 120 mm/hg delta pblood the reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction:there was 700ml of patient blood loss as a result of changing all the ECMO circuit. D.4. And h.4. Expiration and mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.